Event description:
One lumen of the central line noted to be split when it was flushed allowing the possibility of air entering pt's circulation. The line was removed as it was defected below the clamp and a new one was placed. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event evaluation: still under investigation.